Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during the prime test at 4.0 pounds due to faulty force sensor system. The pump was received with scratched lcd window, cracked case at display window corners, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 150 mg/dl. The customer stated that insulin squirted out during manual prime. The customer was unable to exit the preparing to prime loop. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer also stated that the top of the reservoir started to chip. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.